Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer stated they did not have enough carbs for lunch and forgot to change their basal back after having their monthly flow. The customer was given a d50 shot to treat. The customer experienced symptoms such as incoherence and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported a broken belt clip and sensor calibration issues. The insulin pump will not be returned for analysis.